Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified, heavily tortuous, lesion in the right coronary artery (rca). The 3.5x15 mm xience sierra stent delivery system (sds) was failed to cross due to the anatomy. The sds was removed without issue and it was noted the stent was flared. Another 3.5x15 mm xience sierra sds failed to cross due to the anatomy, this time resistance was felt with the anatomy during removal and the stent dislodged in the mid rca. A snare device was used to remove the stent. A 3.25x18mm xience sierra stent was successfully used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during removal of the device, as resistance was met contributed to the reported difficult to remove and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.